Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
There was no evidence of damage to the keypad. The pump keypad buttons were tested and were found to be intermittently responding to presses. The pump keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the battery compartment was observed to be crack along the side of the compartment, the battery cap was stripped and unable to attach to the pump; a test cap was inserted for testing. Also unrelated, the display screen was found to be dim and discolored with a reddish hue.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were intermittently responding or sticking. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of a keypad malfunction.